Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump got "stuck" intermittently at the 40% progress mark while going through the load process. Additionally, the customer experienced difficulty fitting cartridges onto the pump. A cartridge change was performed to resolve the issues. There was no impact to the customer¿s blood glucose.